Manufacturer narrative:
The calibration and qc results were within specifications. The investigation determined the event was consistent with a sample-specific discrepancy. The product labeling states, "limitations - interference - a test result <10 iu/ml does not completely rule out the possibility of an acute rubella infection. Specimens taken very early in the acute phase of infection may not contain any detectable amounts of anti-rubella igg or may have an antibody concentration < 10 iu/ml." The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys rubella igg results from 24 patient samples tested on the cobas e 801 analytical unit. Please refer to the attachment (B)(6) in the medwatch for the table containing the examples of questionable results.